Event description:
Rotating head part has come loose - oral-b refills [device physical property issue] head don't seem the same... They have a x on the bottom and original ones have a square - oral-b refills [suspected counterfeit product] . Case narrative: consumer stated on phone that oral-b refills¿ rotating head part has come loose from new refills. Oral-b refills bought don¿t seem to be the same. When looked closer by consumer, they have an x on the bottom, while the original ones have a square. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.